Manufacturer narrative:
The insulin pump was monitored for 24 hours, no blank display or battery out of limit noted. All operating currents are within specification. The insulin pump passed self test. No unexpected low battery or off no power alarms noted. No isolation tape damage noted on the lcd board. No ticking sound coming from the insulin pump noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked display window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer also reported a scratch was present on the insulin pump's screen. Customer's blood glucose was 137 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.